Event description:
It was reported that a vns patient experienced an increase in seizures due to unknown reason. The treating nurse believed the underlying reason for the patient's increase in seizures activity was due to a lead issue. System and normal mode diagnostics were performed which indicated ok (no specifics). X-rays were taken but not sent to the manufacturer. A review of the patient's programming history resulted unsuccessful as no data was available. Further follow-up with the treating nurse revealed the patient's increase in seizures was due to unknown reason and found to be above pre-vns baseline. Interventions taken at the moment were to add medications to the patient. No surgical intervention has been planned at the moment.